Event description:
It was reported that the floating mass transducer (fmt) was dislocated. The device has been explanted. Despite being requested no further information has been received.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device malfunction which is supposed to have been present before explantation. Mechanical damages found during investigation are attributable to the removal surgery. According to the recipient report the device was explanted due to an insufficient mechanical device coupling to the stapes, which occurred as consequence of a post-operative fmt migration. This is a final report.

Event description:
It was reported that the floating mass transducer (fmt) was dislocated. Additional information has been requested.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.